Manufacturer narrative:
Additional information was received that patient's complete numbness in the hands and feet was non-device related. The patient underwent an explant procedure and was reportedly doing well following the procedure. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing complete numbness in the hands and feet. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing complete numbness in the hands and feet. The patient will undergo an explant procedure.